Event description:
It was reported that the patient said at the start of using system were minor leaks. More recently it has been difficult to remove adhesive bag and it was sticking to the skin causing blood and trauma. The suctioning makes the adhesive bag tight to his anatomy and its bleeding and swollen. Suctioning is too fast and patient just purchased new kit and opened new box of catheters on (B)(6). Nurse said to leave bag on for more than 24 hrs to let skin heal. Daughter of patient auth on behalf doesn't understand why the usage would be any different. The tubing also became dark very quickly. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Used with female wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said at the start of using system were minor leaks. More recently it has been difficult to remove adhesive bag and it was sticking to the skin causing blood and trauma. The suctioning makes the adhesive bag tight to his anatomy and its bleeding and swollen. Suctioning is too fast and patient just purchase new kit and opened new box of catheters on 9/15. Nurse said to leave bag on for more than 24 hrs to let skin heal. Daughter of patient auth on behalf doesn't understand why the usage would be any different. The tubing also became dark very quickly. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Used with female wicks.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. (B)(6). Correction: d, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.